Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor, while trying to hold the tissue to suture the mesh, noticed that it had unexpectedly come loose. Faced with this situation, he decided to remove the instrument to inspect it and discovered that the pulley of the clamp was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.